Manufacturer narrative:
The device was returned to the repair center and was evaluated. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope screen turned white with no image due to dirt on the objective lens. There was no patient involvement.